Event description:
Caller states that he wears latex medical gloves and has what he says appears to be contact dermatitis on the back of his hands and wrists. The area is ulcerated, red and reportedly itches and is painful. He has not seen a medical dr. Exact cause of the irritation has not been determined.